Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient needed assistance with turning therapy off for a surgical procedure tomorrow. The patient was advised how to connect to their ins, and they made a comment that they had always felt stimulation just below the implant site/top of leg when they placed the communicator over the implant site. The patient stated that was the only time they felt it. Interstim sensing was reviewed with the patient, and when asked if they felt they still had therapeutic relief, the patient stated "there's something going on with me right now." The patient reported that for the past month they had been having really bad explosive gas and explosive diarrhea. The patient stated that they would take 4 pills and then they would get a couple days of relief before it started all over again. The patient stated they were seeing a doctor about this. The patient also mentioned that they believed the interstim was working normally, and did not credit their current symptoms to the device. The review of how to turn therapy off was completed. The patient hastily stated, "that's all I needed, thanks." Additional information was received from the patient. They called back and reiterated that they would always feel the stimulation down their legs since they were implanted and that last night they were sleeping and when they woke up they found out they had liquid bowel coming out and they didn't even wake up. Patient stated they would normally wake up when it was happening but this time they didn't. The patient also stated that sometimes where the ins site was on the left, by their "crack" and sometimes all over their left cheek, it felt really sore and swollen and that yesterday (B)(6) 2024 it was so tender they hadn't even been able to sit down but noted that today they could sit again. The patient denied having had any falls or traumas that would have led to the issue. The patient denied the ins site felt warm to the touch. The patient stated they could also feel the "line" where the lead was/could feel the "wire" under their skin. The patient stated today they were trying to change to different programs but it kept "turning off" and they would feel the stimulation like a "heartbeat, going boom, boom, boom" and then it would go down the leg. The patient was advised that the therapy would turn off when they changed programs and the patient admitted that was what had happened; they just hadn't realized it was supposed to happen like that. Stimulation and programming considerations were reviewed with the patient and the patient was redirected to their healthcare provider (hcp) to check the implanted system and to discuss their stimulation and symptom concerns. The patient wanted to try to make an adjustment on the call to see if they felt the stimulation in their bike-seat so they were instructed on how to connect to their therapy settings and the patient switched to a new program. The patient increased until they felt the stimulation but at the ins site and not in the bike-seat. The patient stated they were surprised that they weren't feeling the stimulation down their legs like usual. The patient was again redirected to follow up with their hcp and the patient was advised of the importance that stimulation should feel comfortable and in the bike seat area the patient stated it would help sometimes but it wasn't helping as of late and noted they would reach out to their hcp to discuss their concerns. It was noted that at the top of the call the patient stated that they kept "going blank headed today."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.